Event description:
It was reported that the child had an apineal tumor. At implantation the valve did not work properly during drainage. The distal end of the catheter was cut and the kit drained in the peritoneum. After two months the valve was explanted because of blockage. The removed lpv valve was destroyed. During the surgical procedure a new lpv valve was implanted and it seemed not to work properly, too. The surgeon implanted a competitor's valve which worked well.